Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, a kink was noted to the catheter. No anomalies to the luers/y-body. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported material deformation and failure in advancing guidewire as a kink was noted to the catheter which would result in guidewire advancement failure. However, the investigation is unconfirmed for the reported break as no break was noted on the returned device. A definitive root cause for the alleged failure in advancing guidewire, material deformation and break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2024).

Event description:
It was reported that prior to an angioplasty procedure via fistula through right femoral artery, the guide wire allegedly failed to advance through the lumen of the device catheter. It was further reported that the device was allegedly broken and kinked. The procedure was completed using another device. There was no patient contact.